Event description:
Customer reported a cartridge alarm issue that occurred outside the pump load process. There was no adverse impact to the customer's blood glucose level. The customer had experienced similar issues with the pump before. Technical support arranged for a replacement pump with updated software to be sent, while instructing the customer on backup insulin delivery via multiple daily injections (mdi) to prevent interruption. Customer was guided on returning the faulty pump and using a continuous glucose monitor (cgm) with the new device.